Event description:
A high readings issue with the abbott diabetes care (adc) device was reported. The customer received a high sensor scan results of 27.9 mmol/l on the adc device compared to the built in meter reading of 2.4 mmol/l. It is unknown whether the customer noted a trend arrow on the device. The customer experienced a loss of consciousness and self treated with sugar and food. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This report serves as a correction as section b5 (describe event or problem), h6 (annex e) captured in the initial report was deemed to be invalid. Correction has been made.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The customer received sensor scan results of 3.1 mmol/l on the adc device compared to a healthcare professional (hcp) meter reading of 22.9 mmol/lr, and the results, when plotted on a parkes error grid, fall into the d zone, showing the difference in values to be clinically significant. The length of sensor wear was 2 day. He customer reported symptoms of a feeling limp and pale. The customer was treated with insulin by a healthcare provider. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit meet specifications prior to release to distribution. Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed on sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Sensor state 5 with event logs 3 and 4 are an indication of normal termination of the sensor without any error. Visual inspection has been performed on the sensor plug assembly; no failure modes were observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics. Therefore, issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The customer received sensor scan results of 3.1 mmol/l on the adc device compared to a healthcare professional (hcp) meter reading of 22.9 mmol/lr, and the results, when plotted on a parkes error grid, fall into the d zone, showing the difference in values to be clinically significant. The length of sensor wear was 2 day. He customer reported symptoms of a feeling limp and pale. The customer was treated with insulin by a healthcare provider. There was no report of death, serious injury, or mistreatment associated with this event.